Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a follow up, unable to interrogate the device. Multiple attempts to establish telemetry were unsuccessful. The device was explanted and replaced. The patient was asymptomatic. Patient condition after the event was fine.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was confirmed in the laboratory was due to low battery voltage. The cause of the low battery voltage was premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.